Event description:
According to the imaging incident report submitted by the facility, dated 2009, MRI had a patient who was waiting for an MRI examination. This patient could not stand or sit for extended periods of time. The patient was asked to lay down on the CT patient table while another patient was being imaged in the MRI system. According to reporter, approximately five (5) minutes later, the CT patient table broke, tilting backwards and sending the patient to the foot-end of the table. The table height at this time was approximately 2 feet from the floor level and not at the height normally used when scanning. The patient did not fall off the table nor did the patient hit his head. The patient was assisted back to his feet with the help of helen and the mr tech after the event, the patient informed the staff that his lower back was even more painful now and he was unable to get the MRI scan. Patient stated he was alright, just in a lot of pain. Patient left on his own with assistance.

Manufacturer narrative:
Information regarding the installation of the CT patient table: in a conversation with the general contractor, the floor in the vicinity of the c.t. Gantry and table was removed and a 6" slab of concrete was poured to accommodate the installation requirements of the c.t. System per the planning guide. The mechanical installation vendor [miv] poured an epoxy pad (self leveling grout), which is done to compensate for uneven floors. The system was installed on top of this epoxy leveling pad using anchoring bolts. Photographic images of the table and anchors show the anchoring bolts were not embedded into the concrete to a sufficient depth to withstand the applied forces of this positioning. Siemens investigation of this event showed that the mechanical installation vendor used unapproved anchoring hardware and anchoring techniques to install the CT table to the concrete floor. The siemens instructions is in the installation manual were not followed. The anchors were incorrect, and were not sufficient in length to provide adequate anchoring. Furthermore, local processes, which require our mivs to notify the project manager of any issues and document them in the appropriate places on the checklists were not followed.